Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal via these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the malfunction was duplicated and attributed to a break in the tin at the base of the electrode pad. Handling and storage of the electrode cannot be confirmed as a potential contributor based on initial communication with the customer. Analysis for reports of this type has not identified an increase in trend.